Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Interrogation of the patient's pacemaker revealed the right ventricular (rv) lead had an elevated capture threshold and a sensing anomaly. The physician elected to cap and replace the rv lead on (B)(6) 2024. The patient was in stable condition.